Manufacturer narrative:
It was reported that the patient had a suspected ischemic stroke. Infarction was suspected but not confirmed. The patient was treated with additional medication. The pump remains implanted. The patient remains hospitalized. It was further reported that the patient experienced an infection on an implantable cardioverter defibrillator (ICD) lead that progressed to bacteremia. The ICD lead was extracted without complication. Blood cultures were negative. The patient was given antibiotics. The pump remains in use and the patient remains hospitalized. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had a suspected ischemic stroke. Infarction was suspected but not confirmed. The patient was treated with additional medication. The pump remains implanted. The patient remains hospitalized.